Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in 3 segments. External insulation abrasion exposing the outer coil due to friction to device can was noted at 26.7 cm to 27.0 cm and 21.3 cm to 21.5 cm from the distal tip. External insulation abrasion was noted due to another device or feature of the heart at 21.5 cm to 22.5 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.